Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer is alleging that the end user was sitting on the commode, the brackets on the seat were loose and the end user sat on the commode she went all the way to the floor.